Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determined root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 5.2, laboratory inr: 2.6. The time between testing was thirty minutes. Therapeutic range 2.5-3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.